Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was a patient involved, reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed by baxter personnel during product evaluation. The root cause was assigned to use/user error. The main batteries were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.